Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. Since lot number of the subject device was unknown, the manufacturing history that dated back the past six months from the delivery date to the user was reviewed, with no irregularities noted. It was reported that the hematemesis was thought to be causally related to an aneurysm of splenic artery. Based on the characteristic of the device, it is known that the temperature of the distal end of the device is high after activation and it caused thermal damage by contacting the device with the tissue. The instruction manual of the device already cautions; the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue.

Event description:
During a laparoscopic gastrectomy, the subject device was used about (B)(6) 2016. The procedure was completed with the subject device. After two weeks from the procedure, the patient who had already been discharged had a hematemesis. It was reported that the patient's treatment was completed and the condition of the patient was stable.